Event description:
It was reported that a pt went into ventricular tachycardia. The alarm settings had reportedly been changed from crisis to warning, the system did not make the alarm call at the expected priority. The outcome of the pt is unk at this time. The preliminary log file analysis indicates that the system performed as designed. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.